Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 08/09/2023. It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Receiver touchscreen and sound manual tests were performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient experienced intermittent audio output, no cgm (continuous glucose monitor) reading was reported during the event, the patient passed out because her sensor was not warning her like it should. The patient was not able to provide any other details regarding the event as she was not sure anymore due to it happening a while ago. At the time of the report, the patient recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.